Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es lot 2148 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2148 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Pre analytical sample processing could not be ruled out as a contributing factor. The customer is not processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample using a vitros 5600 integrated system. Patient results: 0.09 ng/ml versus expected tropi result <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient result was reported from the laboratory. However vitros tropi es testing was repeated on the affected sample and a corrected report was issued. There was no allegation of patient harm as a result of the event. (B)(4).